Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill message after the cartridge was filled with over 200 units. The user reported a blood glucose level of 104 mg/dl. The user successfully loaded a new cartridge/infusion set and resumed insulin delivery.